Event description:
It was communicated that during the revision surgery in 2017, fragments of devices revised in 2015 were also explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to us that patient underwent a revision surgery one year following implantation due to experiencing pain. It was reported that oxinium ball head was found to be destroyed.

Manufacturer narrative:
(B)(4).